Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings over a time frame of three minutes on the precision qid blood glucose monitor. The values, when plotted on a parkes error grid fell in the "c" zone showing the differences to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned for investigation at this time. Retain testing of the strip lot has been requested. A follow up report will be submitted.